Manufacturer narrative:
G4: 21feb2020. B4: (B)(6)2020. The manufacturer's field service engineer (fse) confirmed the reported issue. After running additional testing it was noted that the unit was not passing leak and oxygen accuracy tests, unit would not work with battery power only so faulty battery was found, and the front of unit charging(light emitting diode) leds would intermittently turn off so faulty power supply was found. The manufacturer's field service engineer (fse) replaced the defective power management board, (gas delivery system) gds, battery, and power supply to address the reported problems. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 15july2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reports unit won't power up. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date received by manufacturer: 07oct2019. Date of report: 07oct2019. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse attempted to replace the power management board, but after further inspection there was a brownish substance leaking out of the 02 front port. Substance was also found in tubing connecting to the blower and also inside blower. The customer decided not to repair the unit at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reports unit won't power up. There was no patient involvement. The event date was not specified; estimate used.